Event description:
It was reported that the right ventricular (rv) lead had high impedance, possible fracture, oversensing, and noise. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated that beginning (B)(6) 2014, ventricular sensing integrity counts were up to 68 and ventricular tachycardia non-sustained (vt-ns) episodes with evidence of lead noise over-sensing occurred. Analysis of the device memory indicated the right ventricular lead integrity alert occurred on (B)(6) 2014 for sensing integrity count greater than 30 in 3 days and 2 or more high rate episodes. Analysis of the device memory indicated that beginning (B)(6) 2014, rv lead pacing impedance was beyond expected upper range and measured 1482 ohms from a trend of 300-450 ohms.